Event description:
It was reported that during a stenting procedure, a balloon rupture occurred. The target lesion was a restenosis of a previously implanted non-bsc stent located in the proximal right coronary artery (rca). A 3.0x16 taxus liberte stent, was implanted and a 3.5x20mm quantum maverick balloon was used to post dilate the stent. Upon the third inflation, the quantum maverick ruptured before reaching 16 atmospheres. The procedure was completed with a 3.5x15 quantum maverick balloon catheter. There were no pt complications and the patient status is reported as "ok."

Manufacturer narrative:
The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).